Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio-control has made multiple attempts to contact the customer, both via phone and in writing, about returning the device for evaluation and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. Additionally, when powered on, the device alarmed instead of providing voice prompts. There was no patient use associated with the reported event.